Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d6a/d6b, h6. MDR section codes updated/corrected: b, c, d, e, g. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a bilateral hip replacement procedure on (B)(6) 2020 and then had a bilateral revision surgery approximately 3 years 8 months later on (B)(6) 2023. Patient was recommended elective revision surgery due to implant recall for prosthesis wear. During the removal of the original implants, it was found that the acetabular liners had grossly mild wear. The patient was transferred to recovery in stable condition; no complications and procedure was tolerated well. The patient was revised to exactech devices. There is no other information provided/available.

Manufacturer narrative:
Pending investigation. D10: n/a 32135-38h - flex drill m3.2x38 hd lenkbar. (B)(6); 186-01-54 - integrip cc, cluster 54mm, g2. (B)(6); 186-01-54 - integrip cc, cluster 54mm, g2. (B)(6); 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(6); 188-00-08 - wedge plasma s/o sz 8. (B)(6); 170-32-00 - biolox delta femoral head 32mm od, +0mm. (B)(6); 188-01-07 - wedge plasma x/o sz 7. (B)(6); 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6); 180-65-25 - alteon 6.5mm screw, 25mm.